Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. Customer (person): phone: 07 4885 7842, post code: (B)(6) occupation: non-healthcare professional this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide in a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set unraveled. The device was required by an unknown patient for central venous access in the groin. During the placement procedure, when the wire guide was removed from the introducer, it "broke". Unravelling of the wire guide was observed. No portion of the device was retained in the patient and access was maintained. The procedure was then completed with a new wire guide. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. It was noted that this failure was also observed in a competitor's device during insertion by a different clinician.

Event description:
Additional information provided 21mar2022 stated the following: venous cannulation with the supplied needle and feeding of the wire was uneventful. There was no note of issues removing the needle over the wire. The issue originated during dilation over the wire, especially with the second dilator. The wire became bent during dilation, noted due to resistance removing the dilator. This appears to be more prominent in cases with deeper vein cannulation with a steeper needle approach angle (especially femoral access). The user stated the wire seems too weak.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was found during the preliminary investigation of the returned device that wire guide had separated 20.3cm from the proximal end.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported that there was no difficulty advancing the wire guide into the patient. It was noted that [there was] "some resistance but no difficulty with the dilator". The physician reported the wire guide bends following removal from the 12fr dilator and stated "the wire is ¿soft¿ compared to the strength of the 12fr dilator, especially with more vertical needle approaches." The patient did not have tortuous anatomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on 08feb2022 (B)(6) informed cook that on 20nov2021 the wire guide in a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set (c-uqlm-1001j-rsc-abrm-hc-rd-au; lot #13179099) separated. The device was used for central venous access procedure in the groin of a patient. During the placement procedure, there was no difficulty advancing the wire guide into the patient; however, when the wire guide was removed from the 12fr introducer, the wire guide "broke." The wire guide was rescued in the same procedure, and another guidewire was used to complete the procedure. The physician said the patient didn¿t have tortuous anatomy but that it was more of a problem with deeper cannulation. The physician did not find difficulty advancing the wire guide but did have some resistance advancing the dilator. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used wire guide was returned to cook for evaluation. The wire guide separated and elongated approximately 20.3cm from the proximal end. The outer diameter of the guide wire measured within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 13179099 revealed no relevant non-conformances. A search on the wire guide component lot found no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrmau_rev1] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: precautions: do not cut, trim or modify catheter or components prior to placement or intraoperatively. Instructions for use: ¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide -10cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided: breakage may result. 8. Introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the device master record, device history record, and device failure analysis, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event is component failure with no evidence of manufacturing deficiencies. There are two possible causes. First, the wire guide was damaged due to the guided dilator meeting resistance during insertion. The physician mentions that the difficulty is noticed during the femoral approach or obese patients. Second, the difficulty with patient's anatomy is contributing to the wire guide damage. Cook is unable to confirm either of these possible causes. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.